Event description:
It was reported by the edwards field clinical specialist that following bav, during a transapical tavr procedure, the balloon was deflated and the temporary pacemaker was turned off it was noticed that the patient was in complete heart block (reference manufacturer report number 2015691-2013-21516). The temporary pacemaker was resumed at 60bpm. A 26mm sapien valve was deployed in a 60:40 aortic position. Once the valve was deployed it was assessed using echocardiography; both central regurgitation and paravalvular were noted for a combined for a severe aortic insufficiency (ai). Reportedly a second inflation of the delivery system balloon was performed; after the second inflation echo was checked again and ai was unchanged. The surgical team decided to implant a second 26mm sapien valve; the second valve was prepared and deployed. Echocardiography was assessed and found to only have trace paravalvular. Reportedly the surgical team decided that since there was only trace paravalvular there was no need for additional treatment. At this time it was decided by the surgical team to implant a permanent pacemaker; the pacemaker was implanted successfully. The incisions were closed and the patient transferred to the ICU in stable condition.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the cause of the pvl and cai cannot be confirmed. However, a combination of patient factors (moderate native valve calcification) and procedural factors may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.